Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump had multiple motor error and no delivery. The customer¿s blood glucose level was unknown at the time of the incident. No troubleshooting was performed. The customer¿s parent stated that they will call back for the insulin pump info. The insulin pump is not expected to return for analysis.